Manufacturer narrative:
This spontaneous case describes the occurrence of device dislocation ('migration of implant') in a 34-year-old female patient who had essure inserted for pregnancy and female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy periods"), lasting 2922 days and experienced pelvic pain ("pelvic pain"), migraine ("migraine") and urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. In (B)(6) 2021, the menorrhagia had resolved with sequelae. On (B)(6) 2021, the device dislocation, pelvic pain, migraine and urinary tract infection had resolved with sequelae. The reporter considered device dislocation, menorrhagia, migraine, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of device dislocation ('migration of implant') in a (B)(6)-year-old female patient who had essure inserted for pregnancy and female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy periods"), lasting 2922 days and experienced pelvic pain ("pelvic pain"), migraine ("migraine") and urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. In (B)(6) 2021, the menorrhagia had resolved with sequelae. On (B)(6) 2021, the device dislocation, pelvic pain, migraine and urinary tract infection had resolved with sequelae. The reporter considered device dislocation, menorrhagia, migraine, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.